Event description:
Forearm crutches purchased from kx medical 2014 snapped in half while walking. Crutch was replaced by company in 2016. Exact same crutch failure happened again in 2018. Aluminium just snapped in half causing me to fall. I am disabled (1991) and require crutches for ambulation. Never had failure with any other brand of crutch. This is repeat failure of exact same problem with exact same equipment and same manufacturer.